Manufacturer narrative:
Other relevant device(s) are: d1: micra, model #: mc1avr1-delsys, expiration date: 14-apr-2023 / serial#: (B)(4), UDI #: (B)(4), d9: no ,rtn to MFR? No, mfg date: 18-oct-2021, yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced a possible perforation due to the tines being on the epicardial side at the final expansion site. It was further reported that immediately after surgery the patient experienced pericardial effusion which was detected by echocardiography, tamponade and a drop in blood pressure. Drainage was performed and blood pressure recovered. The leadless ipg was then implanted successfully. No further patient complications have been reported as a result of this event.